Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced a potential reportable event. The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device failed a voltage test. The data log review confirmed low transmitter battery voltage. The reported event of the transmitter stopped working was confirmed via log review. The probable cause was determined to be low transmitter battery voltage.